Manufacturer narrative:
E1: name: medtronic minimed.country: united states of america.(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was leaking on (B)(6 )2026 after few hours and the leakage was located at the site.